Manufacturer narrative:
Section d10: additional information. Percutaneous lead segment was returned on 17sep2020 after the repair and the pump was returned on 30oct2020 after the pump exchange. Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), identified a compromised driveline that could have contributed to the pump stops and low speed events which were observed in the submitted log files. The submitted log files contained overlapping sets of data, spanning from 18aug2020 23:53:30 through 16sep2020 12:45:59, which captured low speed and pump stop events on (B)(6) 2020 while the patient was supported by both batteries and the power module. Based on complaint history and similarly reported events, the low speed and pump stop events captured in the log file appear to be consistent with two or more damaged wires in the patient¿s driveline, which was confirmed through the evaluation of (B)(6). (B)(6) was returned with the driveline cut approximately 6.5¿ from the pump housing and the distal end was returned. A percutaneous lead repair was performed approximately 10-14¿ from the proximal end of the returned portion. The sealed inflow conduit (inlet tube, flex section, and inflow elbow) was returned, however, the flex section was severed in half and was unattached from the inflow elbow. The proximal end of the flex section was returned attached to the inlet tube, separate from the pump. The apical cuff was not returned. Less than 1¿ of the sealed outflow graft was returned with the bend relief collar unattached from the outlet elbow, which was attached to the outlet port. The outflow graft bend relief was not returned. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6)revealed no evidence of developed depositions or thrombus formations. A distal-end driveline replacement was performed on (B)(6) 2020 and approximately 21¿ of the external portion/distal-end of the driveline was returned for evaluation on 17sep2020. Continuity and hipot testing were performed on the 21¿ portion of driveline which did not identify any breaches to the wires that would have resulted in the reported event. An electrical continuity test of the portions of the driveline returned with (B)(6) was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced in this testing, even with the manipulation of the driveline. The silicone sleeve was removed, and the examination of the bionate revealed discoloration from 22-32" from the metal connector. The bionate was removed and areas with major shield breakdown were noted from 28-32" from metal the connector. The shielding was removed, and visual and microscopic examination of the underlying wires revealed 3 breaches in the orange wire, and 1 breach in both the black and yellow wires. Breaches in the orange were observed at 28.5¿, 31¿, and 31¿ from the metal connector. The breaches in the yellow and black wires were observed at 30¿ and 31¿ from the metal connector, respectively. The returned portions of the driveline were submerged in a saline bath for hipot testing to check the resistance of each wire¿s insulation. The test confirmed the current leakages in the insulation of the black, orange, and yellow wires of the driveline wires that would have resulted in an electrical short. No additional breaches were found in the remaining wires. The breaches in the wire insulation of the orange, yellow, and black wires could have interrupted function as a result of the exposed conductors potentially contacting the braided shield and electrically shorting to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. The insulation breaches also had the potential to result in a pump stoppage if the exposed conductors from the two wires made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or an ungrounded 14 volt power module patient cable. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The mod cable shipped on 30may2013. The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. PMA/510(k) #: p160054.

Event description:
It was reported that the patient reported low speed advisory alarms and low flow alarms while on batteries and in the shower. Patient has history of rescue tape applied to silicone tears. On (B)(6) 2020, the patient was admitted for possible driveline fracture and log file submitted. X-ray was unremarkable. On (B)(6) 2020, the patient underwent a distal end replacement. Customer confirmed additional low speed alarms following the procedure indicating internal short. Unknown if phase to phase short was resolved. Post driveline repair, the patient is continuing to have low speed advisory alarms. Log file submitted following the driveline repair captured further pump stops and low speeds, between 12:43 pm and the end of the log at 12:45 pm, while connected to the power module. In addition, the patient is planning to have 2 ungrounded cables shipped to the hospital for use. There were no other unusual events recorded in the log file event history. The mcs equipment is operating as intended. Additional information reported that the patient underwent hm ii to hm 3 pump exchange on 18sep2020. No additional information was provided.